Event description:
Device malfunction: difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that it was not possible to retrieve the filter from the vessel because the retrieval catheter was "blocked by itself", and could not move forward. The physician removed the retrieval catheter from the vessel and used another retrieval catheter from the next box containing an emboshield pro to successfully remove the filter.

Manufacturer narrative:
.